Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin could not be loaded into the cartridge as the syringe plunger could not be depressed. The customer changed out the cartridge, syringe and needle. The same problem reoccurred. The syringe needle was changed and the customer successfully loaded the cartridge. There was no impact to the customer's blood glucose.